Event description:
Acute inflammation/possible angioedema; acute uncontrolled swelling; both lips started swelling after injection (angioedema). Rha2 into upper lip and lower lip (off label use). United states report received from physician via company representative on 18-jan-2023 and (B)(6) 2023 and concerns a 21 or over female caucasian patient who had received rha2 on (B)(6) 2023 for unknown indication. A volume of 0.5 ml of rha2 on upper lip and 0.3 ml on lower lip using an unknown injection technique. It was not reported if needle was used from the box and cannula was used for the administration of rha2. Previous procedure included birth control on an unknown date. On (B)(6) 2022, the patient had received vaccine (not specified). Concomitant medication was not provided. Food supplements not provided. On (B)(6) 2023, the patient had acute inflammation (possible angioedema), acute uncontrolled swelling, both lips started swelling after injection immediately and the top lip was more noticeable than the bottom lip. The patient was tested for vascular occlusion. As a treatment, the patient was treated with 10 mg of prednisone taper for six days, daily antihistamine (unspecified), and hyaluronidase was used to dissolve the filler. The patient was improving after taking the course of steroids and was later give hyaluronidase as a safety precaution. At the time of this report, the outcome of the event was recovering. The intensity of the event was not reported. The product was not available for return. Health effect - clinical code: e1702; angioedema. Health effect - device code: a2304, off-label use. No additional information was available at the time of this report. Case comment: a causal relationship between the rha2 and suspected angioedema is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.